Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The hose connection at the base of the suction regulator was bent and broken. The suction regulator base was replaced, and the unit was returned to service.

Event description:
The hospital reported losing the ability to suction. There is no report patient involvement.